Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed. The assignable cause of the ruptured reservoir was determined to be a manufacturing defect.

Event description:
The facility representative contacted baxter on (B)(6) 2010 to report an infusor that has ruptured during filling. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.